Event description:
In 2003, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. In 2008, a CT revealed aneurysm growth due to endotension with no evidence of an endoleak. Two months later, a reintervention occurred whereby the existing devices were relined with gore excluder aaa endoprosthesis, excluding the aneurysm. The pt tolerated the procedure. The following month, a f/u CT showed the aneurysm was successfully excluded with no evidence of endoleaks. The pt is reported doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.